Manufacturer narrative:
(B)(4).

Event description:
Customer complaint states: "tube was placed correctly; position confirmed by bronchoscopy. During ventilation there was a leak. Bronchial cuff was extra inflated without success. (Cont.) A colleague was asked to confirm the position of the tube by bronchoscopy. Conclusion: correct position. Still a leakage present. Problem was solved by using an arndt blocker. It was positioned behind the bronchial port and was removed just before the stapling of the bronchus. Tube is decontaminated and checked by the doctor. He is seeing an irregularly inflation of the bronchial cuff. The lateral side inflates correctly, the medial side is hardly inflating (expanding)". Patient condition reported as fine.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The pressure of the clear cuff and the blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. The cuffs remained at 25mbar for 30 minutes. A water leak test was then conducted on the returned sample by immersing it underwater. No bubbles were observed flowing from the cuffs. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The complaint of leakage could not be confirmed. There were no issues found with the returned sample.

Event description:
Customer complaint states: "tube was placed correctly; position confirmed by bronchoscopy. During ventilation there was a leak. Bron chial cuff was extra inflated without success. A colleague was asked to confirm the position of the tube by bronchoscopy. Conclusion: correct position. Still a leakage present. Problem was solved by using an arndt blocker. It was positioned behind the bronchial port and was removed just before the stapling of the bronchus.(see picture) tube is decontaminated and checked by the doctor. He is seeing an unregularly inflation of the bronchial cuff. The lateral side inflates correctly, the medial side is hardly inflating (expanding)". Patient condition reported as fine.